Event description:
During operation on internal battery, the ventilator alarmed battery low. The patient was moved to the transport vehicle and plugged into external power, (ac power inverter in transport vehicle). Unit continued to alarm battery low and then shut down. The patient was removed from the ventilator and bagged. No allegations of patient harm.